Event description:
It was reported that diagnostic testing resulted in high lead impedance at a routine office visit. The pt is still able to feel device stimulation. X-rays were sent to the manufacturer for review. Review of the x-rays could not confirm proper pin insertion. No obvious lead discontinuities were identified. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.